Manufacturer narrative:
The device has not been returned to the manufacturer. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that a shunt revision occurred. According to the report, the patient was symptomatic with balance issues and headaches. The shunt was allegedly identified as malfunctioning. The ventriculoperitoneal shunt and the valve were replaced with the same set, strata nsc. Once the shunt was explanted, the catheter was allegedly found to be kinked and clogged. The surgeon thought, the valve was ok, but opted to have medtronic evaluate the product.